Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump kept alarming his blood glucose was low at four in the morning. Twenty minutes later the device went into threshold suspend. The customer checked his blood glucose and it was 190 mg/dl. Troubleshooting was performed, customer was advised to turn the sensor for five hours and then reconnect to it. If issues persist, she should replace the sensor. The customer is not returning the sensor for analysis.